Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available.

Event description:
It was reported that the patient was having some symptomatic episodes and when the device was interrogated for a check some of the episodes in the log stated there were electrograms (egm) available but when the egms were attempted to be viewed it gave an "invalid data" message. Also, one of the episodes did have egms but the ventricular markers were misaligned with the egm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.